Manufacturer narrative:
It was reported on (B)(6) 2012 ,the patient experienced back pain, nausea, intermittent urinary retention and bladder sling problems resulting in self catheterization. The patient plans to see urologist on (B)(6) 2012. The patient experienced bladder problems, unable to urinate often, dyspareunia, pelvic and abdominal pain on (B)(6) 2011 an md referral was made. On (B)(6) 2012 the patient experienced intermittent urinary retention and bladder sling problems in the past and had to self catheterize herself on occasion. She plans to follow up with urology on (B)(6) 2012 and has history of kidney stones in past. No additional information was provided. (B)(4).

Event description:
It was reported that a patient underwent a sling procedure on an unknown date for treatment of stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2009 and mesh was implanted. It was reported that following insertion the patient underwent a diagnostic laparoscopy, extensive lysis of adhesions, right salpingo-oophorectomy on (B)(6) 2011 due to right ovarian cyst and pelvic pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence, and interstitial cystitis. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that a patient underwent a sling procedure on (B)(6) 2009 date for treatment of stress urinary incontinence and pelvic organ prolapse. The patient concurrently had a hysterectomy. The patient experienced pain, infection, recurrence, bleeding, dyspareunia, vaginal scarring, urinary and bowel problems, neuromuscular problems, and depression/anxiety/grief. (B)(4) - recurrence; dyspareunia; urinary/bowel problems; grief. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.